Manufacturer narrative:
Results: the second lantern delivery microcatheter (lantern) evaluated was kinked approximately 110.0 and 122.0 cm from the hub and ovalized approximately 146.0 cm from the hub. Conclusions: evaluation of the returned devices revealed both lanterns were ovalized near their distal ends. This type of damage typically occurs due to forceful gripping or otherwise compressing the lantern during insertion into a parent catheter. The ovalizations found on the distal ends of the lantern likely contributed to the resistance experienced by the physician while attempting to advance the lanterns through the non-penumbra catheter. Further evaluation revealed the second lantern was kinked. This damage may have occurred due to forceful advancement of the lantern against resistance. The non-penumbra 5f diagnostic catheter mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01466.

Event description:
The patient was undergoing a coil embolization procedure using lantern delivery microcatheters (lantern). During the procedure, while attempting to advance a lantern through a non-penumbra sheath, the physician experienced resistance and the lantern was unable to advance; therefore, it was removed. The physician then attempted to advance a new lantern through the same non-penumbra sheath; however, resistance was experienced again and the lantern was unable to advance through the sheath. The procedure was therefore completed using a non-penumbra microcatheter and the same non-penumbra sheath. There was no report of an adverse effect to the patient.